Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoracoscopic left superior pulmonary lobectomy while on severe the interlobular fissure, the two handle fire but a click sound was heard and could not continue after 2 times firing. It was also noted that the staples burst out and could not form the shape of "b" and the staple line incomplete distally, it fired but stopped centrally and could not be fired. Reload was changed by a new one of same model but found the same situation, then changed to a new handle and new reload, operation continued successfully. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual inspection of the first returned product noted that the reload was pre-fired and engaged in interlock. The jaws of the first reload were open. There were staples protruding from proximal staple cartridge channel. Visual inspection of the second returned product noted that the reload was had a full complement of staples. The knife bar was herniated from the side of the second reload with the jaws clamped. Functionally the first reload was loaded into a post market vigilance instrument, the interlock was overridden, and the reload was applied to test media with proper staple placement and media transection. The knife bar was herniated from the side of the second reload with the jaws unclamped. Due to the condition of the second reload functional testing could not be performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection and prevent patient harm.the root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. Additionally, the investigation detected a secondary condition of over articulation that has no relationship to the reported condition. Replication of this condition may occur if the device is articulated beyond the design intent causing the blowout plate to break and fail during articulated firing. The device could have been articulated beyond the design intent through the means of the user manually exercising the articulation feature before use or firing against an object while articulated. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.